Manufacturer narrative:
The recharger was returned for analysis and analysis found a recharge antenna failure; they saw the 'no device found' message. The device was sent to plexus, where it was scrapped after failing at plexus as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their weight at the time of the event was (B)(6).

Manufacturer narrative:
Conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharge telemetry module would not find the device when charging. The controller would connect without the recharge telemetry module, and other devices would connect to the ins. The no device found and unable to charge screens were seen. Patient was issued a new recharge telemetry module. Additional information received stated that with the new recharge telemetry module the patient could only charge once, and the ins only charged halfway. The patient stated the recharge telemetry module cord got so hot it burned her. The patient stated the ins was only 50% charged. The patient also stated that since getting the new recharge telemetry module the controller twice quit working, and an error screen was seen. The patient thought the screen was "unable to process" but was not sure. The patient stated resetting temporarily resolved. Patient was issued a new recharge telemetry module. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.